Manufacturer narrative:
(B)(4)

Event description:
It was reported that high lead impedance and noise were observed. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that lead fracture was noted.